Manufacturer narrative:
This is being reported for a problem found earlier. Investigation revealed that there was no system malfunction. A globus medical field service engineer visited the customer location per (B)(4) and replaced the fuses after confirming the reported failure. The observed overall risk level is low which matches the observed anticipated risk level. Therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.

Event description:
Fuses need replacing for excelsius gps.